Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Eri (elective replacement indicator) due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. High battery impedance, leading to eri.

Event description:
It was reported that the battery of the device had reached the elective replacement indicator (eri) earlier than expected. The patient presented to the hospital with symptoms of pacemaker syndrome. The device was explanted and replaced. No patient complications have been reported as a result of this event.